Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstance of this event.

Event description:
It was reported that there was oversensing on the atrial channel due to the cardiac resynchronization therapy defibrillator (crt-d) sensing the minute ventilation signal. It was also noted that a pacemaker mediated tachycardia (pmt) episode was stored which was not true pmt, but due to an atrial drive rhythm. Boston scientific technical services (ts) suggested turning off the respiratory rate trend feature. The crt-d and right atrial (ra) lead remain in service and no adverse patient effects were reported.